Event description:
A lead insulation issue was observed on the stored egm, which caused double counting. Isometric and positional testing was recommended to try to reproduce any noise on the ventricular sense/pace channel. The sense/pace portion of the lead was capped and replaced. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.